Event description:
Reporter reported that a pt fell and fractured their hip as they were adjusting the blanket on the bed. The brakes were set and the fall allegedly occurred due to the bed moving. The hill-rom technician went to the facility and inspected the bed. He found that bed brakes did not hold due to being out of adjustment. He found that the facility was not performing yearly preventative maintenance on the bed as outlined in the service manual. The facility has filed a medwatch.